Event description:
A us distributor reported that a battery charger had a power connector problem and would not power up.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (battery charger power connector problem, will not power up) was isolated to a damaged power supply. The power brick connector was broken off into the charger port. The root cause for the damaged power supply connector was excessive force. There was no adverse event that resulted from the damaged charger.